Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a physician has been experiencing post op, unexpected, residual hyperopia, +0.75 to +1.00 with the use of model zlb00 lenses. No specifics on the patients, nor indication of treatment or number of patients involved was provided. No further information was provided.

Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. The manufacturing record cannot be reviewed since the serial number is unknown. Review of the complaints history were reviewed and where the investigation results are available, shows no product deficiency found. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.